Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon had trouble placing an intraocular lens, model za9003, into the eye of a female patient due to the shape of the eye was distorted/misshapen and lens would not sit correctly/satisfactory for the surgeon. This resulted in bleeding and the lens was removed. The patient was sent to a retinal specialist aphakic. Also a vitrectomy was performed prior to insertion of the lens. There was no quality issue with the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in half and with both lens haptics detached. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected on the lens sections. The customer's reported issue/patient condition was not verified in the returned lens sample. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non conformance reports were identified that were related or contributed to the customer's reported event. As per review of the manufacturing records, the product was manufactured and released according to specifications. A search revealed that this was the only investigation request generated for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review, manufacturing record review, and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.